Event description:
During a ptca treatment procedure, the ptca balloon catheter was sticking to the choice pt extra support exchange guidewire. The physician dilated the lesion with a voyager balloon over the choice pt es guidwire. As the physician was withdrawing the balloon catheter from the lesion site, the catheter was sticking to the guidewire. There were no pt complications. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.